Manufacturer narrative:
Manufacturer's report date 7/2/1998. The pump was received and visually and functionally tested. The event history log was downloaded. The customer complaint was confirmed. The event history log analysis determined that therew were error code 887's in rapid succession on 6/20/1997. Error code 887 indicates that the motor controller is out of communication with the system controller for an extended time period. Further analysis of the event log pointed to issues with motor controller 1 board, or the multiplexor controlling it on the main logic board. The main logic board controls two motor controller boards, which each control two infusion channels. The motor controller boards are micro-processor based, as is the main logic board. The system controller and the motor controller processors maintain continual communication, referred to as ipc or inter processor communciation. The purpose of the communication is to maintain mutual checking of infusion parameters. If the motor controller remains out of communication with the system for an extended time the system controller signals an 887. When the motor controller board fails to communicate to the system controller a 995 is logged in the event history log. This is a log only error code. A review was routed through service where the main logic board and motor controller board were replaced. The MFR will continue to monitor customer complaints for this issue.